Manufacturer narrative:
Combination product: yes.

Event description:
During upgrade of system, a portion of this lead broke off and was unable to be retrieved. The broken portion remains implanted but inactive. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.